Event description:
Caller reported potential false negative troponin I (tni) results on triage cardiac panel test vs. Dimension lab analyzer. The patient was subsequently transferred to another facility for treatment. This was not determined by the cardiac markers alone. Final disposition has not been determined.

Manufacturer narrative:
Customer returned a whole blood sample to biosite for testing. Product support was unable to test the sample (no plasma could be recovered); product support could not verify the customer's complaint. Product support could not rule out any sample specific or environmental factor that may have affected analyte recovery. Product support did not confirm the client's observations of discrepant tni results while testing retained devices in-house. Tni recovery was within mfg 2sd range. A review of mfg release data showed tni results to be within release specifications. Product deficiency was not established; no corrective action required at this time.